Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms occurring while the mpu was in use was confirmed via the provided log file. The log file contained data spanning approximately 61 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Two no external power alarms were observed on (B)(6) 2023 and on (B)(6) 2023. These alarms appeared to have been caused by losses of ac power while the mpu was in use, as the relative state of charge (rsoc) within both power cables steadily decreased. These alarms resolved when power was restored to the system. No other notable events regarding the mpu were observed. The mpu (serial number (B)(6)) was not returned for analysis. Per additional information, the patient has access to the v-lock ac power cord. The root cause(s) of the observed losses of ac power within the log file was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook (section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files captures no external power events on (B)(6) 2023 occurring while the mpu was in use. These alarms appeared to have been caused by losses of ac power. The pump was supported by the controller emergency backup battery (ebb) during this time.